Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that a patient experienced an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient was with their friends at the mall when he began to feel light headed and experienced a low blood sugar event. His dexcom continuous glucose monitor's (cgm) "urgent low" alarms went off. The mall security called the emergency medical technicians (emts) and they administered glucagon. Patient's friend brought oj and bread sticks. Additionally it was stated that the cgm device worked like it was supposed to and helped the patient realize that he was having a low blood sugar event. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.